Event description:
Patient reports two defective extension sets that couldn't be primed. Patient did not save packaging. Lot numbers unknown. Patient had to reuse tubing as she was out and didn't have additional sets. Patient aware that is not ideal. Author suggested she change cassette and tubing tonight pump tracking information is not available as this is not a pump issue. Photographs not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable as this is not a pump issue. No additional information available at this time. Product fault did not occur while in use with the pt. Product fault did not cause injury. Product is not available for investigation. Pt will be sen backup sets. Pt was able to successfully continue their therapy. Therapy is life sustaining. Outcome of event is resolved. Reported to cvs/caremark by pt/caregiver.